Manufacturer narrative:
As reported via the (B)(6) study, a patient experienced a peri-procedure myocardial infarction (mi) as determined by the cec adjudication committee. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease and history of angina. At the time of the index procedure, angiography revealed lesions in the mid lad and mid rca. The mid lad lesion was 25mm in length, class a and de novo with 80% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 16atm and a 3.0 x 28mm cypher stent was implanted at 16atm. The stent was post-dilated per standard procedure with a 3.5 x 20mmj balloon at 16atm. The mid rca lesion was 40mm in length, class a and de novo with 80% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 14atm and a 3.0 x 33mm cypher stent was implanted at 16atm. The stent was post-dilated with a 3.5 x 20mm balloon at 18atm per standard procedure. A 3.5 x 13mm stent was implanted at 16 atm to fully cover the lesion and was placed distal to the initial stent with overlap. The stent was post-dilated per standard procedure with a 3.5 x 20mm balloon at 18atm. Post procedure troponin I peaked at 0.68. Core lab reported no new major st-t abnormalities and no new q waves. According to the cec adjudication committee, the patient experienced a peri-procedure mi based on the troponin level. There were no procedural complications or adverse events reported by the investigational site, and the patient was discharged the day after the procedure. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00189, 3003742446-2012-00191 and 3003742446-2012-00192.

Event description:
As reported via the (B)(4) study, a patient experienced a peri-procedure myocardial infarction (mi) as determined by the cec adjudication committee. At the time of the index procedure, angiography revealed lesions in the mid lad and mid rca. The mid lad lesion was 25mm in length, class a and de novo with 80% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 16atm and a 3.0 x 28mm cypher stent was implanted at 16atm. The stent was post-dilated per standard procedure with a 3.5 x 20mmj balloon at 16atm. The mid rca lesion was 40mm in length, class a and de novo with 80% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 14atm and a 3.0 x 33mm cypher stent was implanted at 16atm. The stent was post-dilated with a 3.5 x 20mm balloon at 18atm per standard procedure. A 3.5 x 13mm stent was implanted at 16 atm to fully cover the lesion and was placed distal to the initial stent with overlap. The stent was post-dilated per standard procedure with a 3.5 x 20mm balloon at 18atm. Post procedure troponin I peaked at 0.68. Core lab reported no new major st-t abnormalities and no new q waves. According to the cec adjudication committee, the patient experienced a peri-procedure mi based on the troponin level. There were no procedural complications or adverse events reported by the investigational site and the patient was discharged the day after the procedure.

Manufacturer narrative:
Concomitant medications included: bivalirudin (intra-procedure), aspirin 325mg daily (since (B)(6) 2010), and metoprolol 12.5mg daily (since (B)(6) 2010). Concomitant devices: cypher us rx 3.50 x 13 (lot 15064141) and cypher us rx 3.00 x 28mm (lot 15063358). Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00189, 3003742446-2012-00191 and 3003742446-2012-00192.